Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, the trapezoid rx basket was inspected and found the wire part was broken. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the trapezoid rx basket was returned, and a visual inspection found that the handle cannula was detached. The detachment of the handle cannula could have been interpreted by the client as a break of the basket wire. The basket was in good condition with the tip attached. Although an x-ray showed that the screws were in good condition, the proximal screw depth of some of the fastening screws measured outside of the allowed tolerance. The set screws hold the handle to the cannula of the device, and if the set screw is not fastened to the appropriate depth, it could impact the set screw joint tensile strength during use of the device and cause the handle cannula to detach. It was also found that the retrieval basket side car rx was pushed back approximately 2.0 mm, which is out of specification. Based on all available information, it has not been possible to identify the root cause that produced the detachment of the handle cannula; perhaps the manipulation, an excessive force applied, or the patient's anatomical conditions could have contributed to the reported event. Therefore, the most probable root cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, the trapezoid rx basket was inspected and found the wire part was broken. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4).